Event description:
Customer reported with an issue of "pinhole". The issue found during an unknown event. There was no patient harm, no user injury reported. Device evaluation found objective lens adhesive part peeling.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection found the adhesive part of the objective lens is peeling. In addition, service repair noted the curved pipe is damaged due to an external factor. The curved rubber adhesive is missing. The video connector case has crack. Scratches found on connector side lens and the a-rubber adhesive part chipped. Abnormality of the watertight part was observed (leakage). The customer reported issue of pinhole could be confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
This report was being submitted for the malfunction found during evaluation (objective lens adhesive part peeling).